Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. This report is 2 of 4 allegations of inaccuracies that had similar event details. Related records: (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of event is an approximation. The patient was noted to be having a difficult time with her g7 sensor. A registered nurse stated the patient reportedly experienced 4 severe hypoglycemic events. This report is to capture the second event. Follow up contact was made with the patient's parent by dexcom's technical support. The patient's mother reported that she could not recall details about each episode but noted that there was non-medical third party intervention from friends as trained by the parent to assist the daughter without the need to contact emergency medical services (ems). The patient¿s mother stated the dexcom g7 is reading 50 points higher than the patient¿s bg value. At the time of the report, the patient was in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. It has been reported that there was a difference in cgm readings being 50 points higher than the bg reading. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.